Event description:
Device generated a double alarm without any errors being displayed on the screen. Patient's blood glucose was also high (360 mg/dl -- unexplained evaluation) at time of event, and patient alleged that device was at fault for high blood glucose. Patient switched to back-up device and gave self a bolus and an insulin injection to correct for the high blood glucose.